Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during follows up, battery levels started depleting. In the last appointment, battery levels went down again. A data check was immediately submitted to technical services. As a result, it was reported that the power consumption of the pacemaker continued to increase gradually, and there was a possibility of malfunction. This pacemaker was then successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during follows up, battery levels started depleting. In the last appointment, battery levels went down again. A data check was immediately submitted to technical services. As a result, it was reported that the power consumption of the pacemaker continued to increase gradually, and there was a possibility of malfunction. This pacemaker was then successfully explanted. No adverse patient effects were reported.